Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the blade broke and was retrieved. They received 'relax blade' on generator. The case was completed successfully with this device. There were no adverse patient consequences.